Event description:
It was reported that the physician's handheld computer was having difficulty interrogating the pt's vns. The handheld computer was slow and unresponsive and eventually froze during the interrogation of the pt's vns. Troubleshooting as recommended by the manufacturer was not performed. Further troubleshooting with the physician is planned for the pt's next visit.